Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a discrepancy between intracranial pressure (icp) values measured by a cerelink sensor (ID: (B)(6) and an external ventricular drain (evd) transducer. The sensor was placed on (B)(6) 2025. They are relying on the evd for accurate measurements, checking the setup and insertion site, and performing recalibration. The evd used was the medtronic duet external drainage and monitoring system. Additional information: - was the integra/codman icp monitor connected to a patient monitor: yes. - was the patient lead always connected: yes.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826850) was not returned for evaluation as the product was disposed; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.